Event description:
It was reported an automated peritoneal dialysis patient experienced "overfill" while using homechoice claria device. It was reported that the patient "had over 1500ml and managed to bypass before the first fill in the treatment which caused overfill and had over 3500ml pd fluid in the stomach". The patient was hospitalized. Treatment was not reported. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A review of the therapy log data from sharesource revealed the patient drained 182ml and bypassed a low drain volume alert during the initial drain cycle. The homechoice claria apd system patient at-home guide warns that bypassing a low drain volume notice during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later in therapy. The probable cause of the reported event was determined to be the use error specified as user bypassing the low drain volume notice during the initial drain. Should additional relevant information become available, a supplemental report will be submitted.